Event description:
Additional information requested reported that the patient was experiencing issues with the programming of her device. The patient stated that "she was on program 1 and nothing was working". The patient was reprogrammed to "program 2 or program 3" and that the manufacturing representative tried program 4, but it did not work. The patient further noted that she had a physician's appointment on (B)(6) 2012 and that she was "anxious to get into the right program because her device had not worked since implant". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information was received which reported that the patient was "wet all the time and needed to do something". The patient changed to program 2 and started leaking. The patient also tried program 3 and was not leaking, but had frequency issues. It was noted that the patient had tried 18 different programs and none of them had worked. The reporter stated that the patient was going to try program 1 to see if that would help. If additional information becomes available, a follow-up report will be submitted. .

Event description:
Additional information received reported the patient never had therapeutic effect. The patient had tried 2 out of the 4 programs and they did not help her. It was reported the patient was going to the bathroom just the same as she was prior to implant. The patient had a scheduled appointment at her physician's office for (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that impedance tests were run with clear results. The patient was reprogrammed five times, most recently on (B)(6). After each reprogramming session, the patient was receiving vaginal stimulation on each program. It was noted that the patient was turning off the device before bed nightly, but was never told to do this by the manufacturer representative or the physician. After going through 15 programs, the patient was told to turn the device off for a week to gather a baseline. After three days, the patient wanted to turn the device back on because, her symptoms became worse. After turning the device back on, she switched through each program and stopped on the program that gave her the most vaginal stimulation. It was later reported that the patient had been in rehab since (B)(6) 2012 due to cellulitis in her leg. There was no report that the cellulitis was device-related. The patient had to use a catheter during this time, but once her leg could bend she was able to use a commode with assistance. The patient was program 3 at 2.4v. She changed to program 4 at 0.9v and was feeling strong stimulation down her leg, cheek and anus. The patient changed to program 1 at 0.9v and felt stimulation in the bicycle seat area, which she decided to try. It was reported that the patient had experienced an improvement with interstim, but always wanted more improvement. The manufacturer representative planned to discuss the final programs with the patient, and then a possible removal with the physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient need lumbar spine MRI. MRI for back pain and was not related to device therapy. Per caller, the patient indicates that interstim was not working and the patient shut it off a year or so ago. The patient indicates that two manufacturer representative checked her system and confirmed that it was not working. The full interstim system was still implanted. The patient indicates that implant information on her manufacturer identification card was incorrect and that system was placed prior to 2012. The patient does not have a managing healthcare provider anymore for her interstim system at this time because she was no longer using the system.

Event description:
It was reported that post-implant the patient had pain around the incision site. The patient reported that the representative had difficulty programming her as she had so much pain. The patient felt stimulation post-implant but noted that it didn't feel right. Shortly thereafter, the patient reported that she didn't feel stimulation at all, even when intensity was increased or a different program was activated. The patient reported that her next hcp appointment was (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v969911, implanted: (B)(6) 2012, explanted: na; programmer model 3037, serial# (B)(4).